Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient has infection issues.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6, the reported infection could be confirmed as the surgeon provided the infection organism (staphylococcus aureus). Also, the reported implant removal could be confirmed as images were provided for the planning of new right-side implants. The images show the implants removed on the right side, as reported. The patient, diagnosed with a nickel allergy and ehlers-danlos syndrome, received bilateral tmj implants but developed multiple infections and complications including deep vein thrombosis, prolonged pain, and delayed healing, resulting in several hospitalizations and multiple surgical interventions. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.